Manufacturer narrative:
H3: analysis of the recharger 97755 serial #(B)(6) revealed no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller states for about the past 2 months they were trying to repeating to the implant and been trying to charge the implant and the controller caller states they is seeing the passive recharge mode screen with 0 0 0. Caller states it is taking a long time to charge the ins.caller then states the recharger cord is getting hot where the cord meets the paddle. Agent had caller move the paddle away from the implant and caller is seeing system problem rm03 cannot continue call medtronic. The issue was not resolved through troubleshooting. An email was sent to the repair department.